Manufacturer narrative:
Event date was estimated in initial report, no response was received by the site. Manufacturer's investigation conclusion: the reported issue, of a yellow wrench alarm occurring on a heartmate ii system controller and a subsequent controller exchange, was inconclusive (not determined) as no product was returned and no log file was submitted for evaluation. The customer reported that the patient got a yellow wrench alarm on their primary controller and as a result of the alarm, the patient changed to their backup controller. Multiple requests for additional event information were sent to the customer. The customer reported the serial number of the exchanged primary controller. However, the customer did not reply to requests for the controller¿s return or provide any other event information. The root cause, of the alarm and the controller exchange event, was not conclusively determined in this investigation. The system controller (sn: (B)(6)) was made. The system was shipped to the customer on 26sep2017. The manufacturing date on the controller¿s packaging was 15aug2017; the use by date was 31aug2020. System controller alarms and the proper actions to be taken if alarms cannot be resolved are documented in the heartmate ii lvas patient handbook- alarms and troubleshooting; system controller fault alarm; system controller backup battery fault alarm ¿ low speed operation alarm; ¿ system controller backup battery not installed alarm). Replacing the system controller with a backup controller is explained in the heartmate ii lvas patient handbook. The patient handbook cautions that there should be a trained, competent caregiver to assist with the system controller exchange present if at all possible and to follow all alarm instructions, including calling the hospital if instructed. The heartmate ii lvas patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was communicated that the patient called reporting a yellow wrench advisory alarm from their device and elected to perform a controller change.